Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that during the tha, the final cup impact w/plastic broke on the surgical table for devices after the surgeon normally used it.